Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer was unsure if the monopolar curved scissors (mcs) tip cover accessory had fallen off the mcs instrument while inside the patient. An x-ray was performed post-operatively and no fragment was detected. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that an x-ray was performed due to uncertainty if the mcs tip cover accessory had fallen inside the patient. Following the case, the surgeon reviewed the procedure video and confirmed that the mcs tip cover accessory was present on the mcs instrument when the instrument was removed from the patient.